Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2021. The patient was stable and there were no adverse events.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). However, a transient voltage drop was observed. The transient voltage drop was consistent with li cluster formation. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was stable.